Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was presented to the hospital with episodes of syncope and bradycardia. The implantable pulse generator (ipg) battery was complete depleted and there was very early battery deletion. The ipg was unable to be interrogated and the magnet rate was not working while placing the magnet. The patient was put on a temporary pacemaker to normalize the heart rhythm. An ipg replacement was planned. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the implantable pulse generator (ipg) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.